Event description:
A customer called beckman coulter regarding a discrepant urine test result from the icon 25 hcg test kit. The customer indicated that a patient had a urine sample tested with an icon 25 hcg test kit and the hcg result was negative (-). The patient's urine sample was retested again and the hcg result was negative (-). A serum sample was collected from the patient and sent to a reference lab for additional pregnancy testing. The quantitative bhcg result from the reference lab was 111 miu/ml. The test methodology used was not provided by the customer. The customer indicated that there has been no change to pt treatment that can be attributed to this event.